Event description:
During testing, screen shows 10 jls on power up; charge attempt gives error code 010. Problem repeats. Happened a few weeks prior to report, but cleared successfully. Unable to clear and use now.